Event description:
It was reported that during a da vinci-assisted surgical procedure, the 0-degree endoscope plus and 30-degree endoscope plus orientation was wrong. Site tried both endoscopes, but issue persisted. Technical support engineer (tse) recommended to remove and rotate the endoscope from the base, correct orientation and press clutch button on arm that was holding endoscope, then reinstall endoscope. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The reported event was addressed with phone support. The field service engineer (fse) followed up with the coordinator and found that they heard nothing. The site had not had issues. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. Isi has not received the endoscope(s) involved with the alleged issue to perform failure analysis.